Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor system. Unable to perform occlusion test, prime test, excessive no delivery test or verify excessive no delivery alarm due to motor error alarm. The pump was received with normal operating currents and passed self-test, unexpected error test, rewind test, basic occlusion test and displacement test. Motor passed motor test. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 295 mg/dl at the time of incident. The customer stated that the alarm was resolved by infusion set change. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.